Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the supraventricular tachycardia/atrial ventricular procedure, after mapping the right atrium, the physician attempted to remove the catheter through the non-abbott sheath (versacross by boston scientific) but was unable to pull the catheter back into the sheath. After some troubleshooting, the physician determined that one of the other diagnostic catheters had become entangled in the splines of the advisor hd grid x mapping catheter, preventing it from entering the sheath. The physician was eventually able to remove all catheters, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The paddle assembly was found bent and damaged. Evidence in the event description shows that the IFU was not followed by the user. Advisor hd grid x instructions for use (IFU) (B)(4) ver. A state, "do not use force to advance or withdraw catheter when resistance is encountered." In addition, the IFU also states, "to prevent entanglement with concomitantly used catheters, use care when using during use of the catheter." Review of the batch record was not possible as the lot number is unknown. The cause of the device entanglement is consistent with not following the instructions for use.